Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during an ablation procedure this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to provide asynchronous pacing in ventricle, however, when the physician started to use electrocautery loss of capture was observed. The patient experienced greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. This crt-d remains in service. No adverse patient effects were reported.